Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications? Were there any intra-operative complications? Onset date/time of the vaginal pain from surgery? Mesh exposure site/location, symptoms and diagnostic confirmation? Onset date? What medical intervention was given for the pain management? Results? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Product code and lot #?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was also reported that 11 years later the patient experienced mesh exposure, pain in vagina and with sexual intercourse. The patient underwent a partial mesh excision of mesh exposure and closure of vaginal skin. Additional information has been requested.